Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges: catheter was inserted and in place for two hours. The nurse found the tube detached at the funnel part. They had to remove the catheter and no part remained inside the pt. Lubricant used k-y. Check was done before use and the balloon was inflated using sterile water: 3ml. Another catheter was installed no other issue. This incident occurred while the child was still sedated. No pt injury reported. Pt current condition is fine.